Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a broken belt clip and stated that their blood glucose readings have gone down to 40 mg/dl in the past. Customer declined troubleshooting for the low blood glucose readings. No further information reported.